Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on the connector of the interface board. The device was received with a broken off end cap, severely scratched lcd window, broken reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised they fell off a ladder and the insulin pump was cracked. Troubleshooting for the cosmetic damage was performed. Customer advised there are cracks on the display screen and the entire end of the device is loose. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.